Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 ep navigation system with cartofinder module (model# unknown lot # unknown) manufacturer's ref. (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) year old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf uni-directional nav catheter and suffered urinary retention postoperative (requiring medication) and sepsis (requiring medication). Cardiovascular medical history includes systemic hypertension. On post-procedure day 1, the patient developed urinary retention. Intervention was an unspecified medication. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely index procedure-related. On post-procedure day 5, the patient developed sepsis. Intervention was an unspecified medication. Patient required inpatient hospitalization. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, not device-related, and definitely index procedure-related. Radiofrequency was delivered from the smarttouch sf catheter via 161 applications. There were no device deficiencies reported.

Manufacturer narrative:
It was reported that a 71-year-old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered urinary retention postoperative (requiring medication) and sepsis (requiring medication). Additional information was received on 3/6/2019, indicating the severity of adverse event urinary retention was moderate instead of mild. Manufacture ref no:(B)(4).

Manufacturer narrative:
It was reported that a 71-year-old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered urinary retention postoperative (requiring medication) and sepsis (requiring medication). During an internal review on (B)(6) 2019, it was noticed that the device history record was omitted in error form the initial report. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture ref no: (B)(4).